Event description:
It was reported through a journal article that two patients in the group experienced a superficial wound infection treated with oral antibiotics. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: finland. Suggested code (annex g)- mechanical (g04) - femur. Irmola, t., reito, a., kangas, j. Eskelinen, a., niemelainen, m., mattila, v. M., moilanen (2024) assessment of improvement in functional outcomes between a novel knee replacement design and conventional designs in 240 patients: a randomized controlled trial. Acta orthopaedica 2025 96, 127¿134 https://doi.org/10.2340/1745367. D10: additional associated products, unk tibial lot# unk. Unk bearing lot# unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, the event was determined to be not reportable as the infection occurred greater than 90 days post-op. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.